Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown mom cup catalog number: 139252 lot number:653670 brand name: m2a-magnum 42-50mm tpr insrt. Multiple reports were submitted along with this report 0001825034-2021-01046, 0001825034-2021-01047. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to elevated metal ion levels approximately 12 years post implantation. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Initial right hip operative note provided, limited information provided, no complications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.